Event description:
Same case as MDR 2134265-2015-00590. It was reported that unintended rf energy was delivered to the patient. During an ablation procedure, 10hz noise was seen on the ablation channel when no rf energy was applied. Somehow there was pacing captured in the atrium for the ablation catheter (10hz), indicating the ablation catheter was sending energy into the patient. No patient complications were reported and the patient is in good condition. No additional treatment was required.

Manufacturer narrative:
Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the results of the testing indicated that the returned clearsign amplifier as well as the associated complaint carto cable passed incoming inspection tests, including noise and leakage testing. The possibility of interaction effects between the two components as a cause was eliminated by testing the returned complaint amplifier and cable together and found no issues. Both devices performed as expected. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR 2134265-2015-00590. It was reported that unintended rf energy was delivered to the patient. During an ablation procedure, 10hz noise was seen on the ablation channel when no rf energy was applied. Somehow there was pacing captured in the atrium for the ablation catheter (10hz), indicating the ablation catheter was sending energy into the patient. No patient complications were reported and the patient is in good condition. No additional treatment was required.